Event description:
Customer reported a pod that he did not feel was delivering insulin. Customer reported bg's at 400 despite the delivery of correction bolus. Customer removed pod and was able to lower bg with a new pod. Returned pod for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.